Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. Assisted the caller to run the displacement test and the test failed. Advised that the insulin pump will be replaced and revert to back up plan. The caller also mentioned that the customer had a no delivery alarm. No further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. The insulin pump passed the displacement and excessive no delivery test. No excessive no delivery alarm noted. The displacement test functioning properly. Unable to perform the prime and occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.